Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on october 30, 2023. During the scope cleaning, the bristles came off into the scope. The bristles were not retrieved. However, the scope was sent for repair to make sure the bristles were clean out of the channel. The scope cleaning was completed using another of the same device. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h10: investigation results: the complaint device was not returned. However, a media inspection was performed based on the photo and found that there is a small opening in one of the wire twists, and the wire is kinked and out of shape. No other problems were noted. The reported event was confirmed. Based on all available information and analysis of the returned device, the most probable cause is failure to follow instructions. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2023. During the scope cleaning, the bristles came off into the scope. The bristles were not retrieved. However, the scope was sent for repair to make sure the bristles were clean out of the channel. The scope cleaning was completed using another of the same device. There was no patient involvement in this event.